Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2024. The glucose level was 300 at the time of incident and the patient was treated with pen-type dropping by 200 ohm. No further information available.